Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly from 40% to 5%. There was no impact to the customer's blood glucose level. During the call with tandem technical support the contact indicated that the pump was not available to troubleshoot. The contact was advised to call back once the pump was available to troubleshoot. Multiple attempts have been made to reach the contact that have been unsuccessful.